Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted, but while removing the dilator and aspirating, but no blood was coming back. The tubing and stopcock were replaced with no avail. Therefore, the sgc was removed and replaced. Upon removal, a crack was observed on the flush port. One clip was then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported cracked flush port luer and leak were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the sem results and the returned device analysis, the reported cracked flush port luer resulting in a leak was due to environmental stress cracking. There is no indication of a product quality issue with respect to manufacture, design, or labeling.